Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during right hemicolectomy, the device had poor staple formation while being applied on anastomosis of bowel. The staple line was incomplete and was resected and re-stapled. New device was used to complete the case. There was no injury caused to the patient and no medical intervention was required.